Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator's (usm) 1 and 3 to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first usm was analyzed and found in system logs, the 319 error was found indicating node 192 is not present at startup, on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, the rolling loop assembly ground straps was found to be damaged that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where check all boards test was found to be failing on the 0x3 axis. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The second usm was analyzed and in system logs, the 32056 error was followed by a 1123 error (p3=1) was found on aca indicating i2c fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a pftp where agc current was found to be failing on the yaw searchlight assembly with error 32056 and 1123 (p3=1). During testing, the yaw searchlight ffc was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error on the first usm can be attributed to the rolling loop fiber assembly. The probable root cause of the error on the second usm can be attributed to the yaw searchlight ffc.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 faulted. The customer removed the instruments, undocked from the patient, and restarted the system. Upon restart, usm 1 faulted with error 32056. The customer disabled usm 1, then usm 3 faulted with error 319. The intuitive tech support engineer (tse) had the customer shut down the system and perform a hard power cycle of the patient side cart (psc). Upon restart usm 1 faulted again with a 32056 error, and usm 3 had a 319 error. The site stated they were unsure of how they would proceed. No additional information was provided. There were no reports of patient injury.